Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged into the pt's cavity. The surgeon was able to retrieve the component with no injury to the pt.